Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0266562. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima prn bl 22ga x 0.75in row needle went through the catheter. The following information was provided by the initial reporter: cardiology device set up to inject the radiopharmaceutical during the exercise test. When the catheter was halfway into the vein, the needle was withdrawn. There was a blood return in the catheter and blood flowed. Blood flowed between the catheter and the blue part of the device as if the catheter was pierced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima prn bl 22ga x 0.75in row needle went through the catheter. The following information was provided by the initial reporter: cardiology device set up to inject the radiopharmaceutical during the exercise test. When the catheter was halfway into the vein, the needle was withdrawn. There was a blood return in the catheter and blood flowed. Blood flowed between the catheter and the blue part of the device as if the catheter was pierced.